Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's father reported via phone call that the patient was hospitalized for high blood glucose. The patient experienced a severe headache; his blood glucose at the time of admission was 208 mg/dl troubleshooting was initiated and no product malfunctions or anomalies were noted. The insulin pump was not returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08730 inches. Pump received with cracked reservoir tube lip, scratched keypad overlay, scratched case and minor scratched lcd window.